Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported with peep high alarms. A dealer customer engineer investigated the ventilator on site and found issues in the pressure transducers and replaced them. Logs, print screens, videos and the failing pressure transducer printed circuit boards (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2020. The returned pcbs were mounted in a reference ventilator for simulated use testing. It was found that one of the pressure sensors on the pcbs measured a false low zero-pressure value the sensor. Measurements showed that zero-pressure voltage drifted over time and microscope images showed dirt on the pressure sensors. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure sensors on the pressure transducer pc board.

Event description:
It was reported that the ventilator alarmed for high peep( positive end expiratory pressure). The patient involvement is unknown. Manufacturer's ref #: (B)(4).